Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cerebral palsy. The patient was hospitalized in response to the reported event. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged severe cough, headaches, nose irritation, eye irritation, dizziness. There was no report of serious or permanent patient harm or injury. In the initial report, h10 was marked incorrectly. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer and found no evidence of contamination. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer confirmed there was evidence of sound abatement foam degradation. Section b1,b2,b7,d9,g3,h1,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cerebral palsy. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.